Manufacturer narrative:
The handle cev669b was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the evaluation was unable to conclusively verify the complaint as valid. The device is compliant with the specifications. It passes the electrical test. The black plastic part is not burnt. Root cause: the investigation did not highlight any defect, the reported event could not be confirmed. This issue may be due to the use of the device after an improper cleaning or drying of the part between the connectors.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10. Corrected fields: d4 (the lot number reported in initial MDR is incorrect), d9, h3, h4, h6. The information reported in follow-up MDR #1 (mfg report number 2523190-2021-00171) was incorrectly reported. There was an error in the identification of the involved device. Further review correctly identified that the device involved in this event was not returned for evaluation. Based on the foregoing, an evaluation of the device could not be performed and device history record (DHR) review was not possible because the lot number was not provided. However, this issue may be due to the use of the device after an improper cleaning or drying of the part between the connectors. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while using unspecified bipolar forceps (cev669b), it worked at the beginning, but after 30 minutes smoke came out of the handle. They used erbe generator and the level on the machine was 6, a level that generator suggests for bipolar. No patient injury or delay in surgery was reported.